Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pneupac ventilator failed the performance check out; the unit did not recognize the oxygen that was being applied. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Additional information received 12 january 2021 via email that the reported issue was discovered during testing and there was no patient involvement device evaluation: one pneupac ventilators parapac plus was returned for analysis. Visual inspection performed, and product found with gas input fitting is missing. Investigator?s installed a gas input fitting and connected to o2 source. The customer reported problem was confirmed. According to the investigation faulty gas supply indicator caused the reported issue. Investigator?s replaced the device gas supply indicator to correct customer reported problem. Upgraded and tested variable restrictor. Installed diss input fitting and MRI battery. Reset patient pressure cycling led. Adjusted peep ctrl valve. Performed pm, calibrated, cleaned unit, and affixed new service label. The problem source of the reported problem is unknown.